Manufacturer narrative:
(B)(4). The device was discarded by the customer; therefore, no physical evaluation could be performed. Hence, the complaint could not be confirmed and as assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the affiliate in (B)(6) that during a meniscal repair, it was observed that the white sheath had opened up at the end when the surgeon went to deploy the first backstop. According to the reporter, the surgeon was concerned about it cutting the suture so aborted the implant. The surgeon used another implant to complete the procedure. There was no delay in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary-the device is not being returned. The device is not available for physical evaluation and hence this complaint cannot be confirmed. No nonconformances were identified for this part number (228152), lot number (l909365) combination. Review conducted per nr-0108348 per qlik query execution. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field